Event description:
It was reported that the pump intermittently deleted the customer's personal profile settings without user interaction. Tandem technical support reviewed pump data and found that the personal profiles were manually edited and deleted by the user. The customer did not acknowledge pump data findings and continued to allege that the settings were being deleted without user interaction. Reportedly, the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.